Manufacturer narrative:
Exemption number (B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer) , and b. Braun medical inc (the importer). This report has been identified as b. Braun (B)(4). The manufacturer's investigation into this reported event is ongoing. A follow up report will be filed when the investigation is completed.

Event description:
As reported by the user facility: reports underinfusion - pump stopped. No patient injury, no further information about patient's demographics. Incident occurred in operating room, pump stopped running, IV set not saved.